Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed all other functional tests. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, cracked battery tube threads, a stained address and serial number label and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that insulin is squirting out. Customer's blood glucose level at the time 198mg/dl. Advised insulin pump would be replaced. No additional information was provided.